Event description:
Customer reporter a failure of underinfusion. Customer reporter there were no patient injuries associated with this report and there have been no incident reports since the last baxter service event. Customer stated incident occurred during biomed testing.